Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information does not effect the investigation results and the evaluation code. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Design history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Initial dos 1999. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03067 and 0001825034-2017-03069.

Event description:
It was reported that the patient has been indicated for revision approximately eighteen years post-implantation due to unknown reasons. No additional information was provided.